Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair / shoulder arthroscopy procedure, the surgeon was passing the scorpion needle through the patient's cuff and the tip of the needle broke off. A second scorpion needle of the same lot number was opened and again, during suture passing, the tip of the needle broke off. A c-arm was brought in an attempt to locate the two needle tips with no success. The case was then completed with a third scorpion needle of the same lot with no further incident. The rep was not present for the case and the amount of completed passes before breakage cannot be determined. Follow-up investigation: each needle broke on the first attempt at firing. Scorpion jaws were securely clamped on the tissue during suture passing. The needle did not hit bone or the inside of the cannula. No x-rays are available.

Event description:
It was reported that during a rotator cuff repair / shoulder arthroscopy procedure, the surgeon was passing the scorpion needle through the patient's cuff and the tip of the needle broke off. A second scorpion needle of the same lot number was opened and again, during suture passing, the tip of the needle broke off. A c-arm was brought in an attempt to locate the two needle tips with no success. The case was then completed with a third scorpion needle of the same lot with no further incident. The rep was not present for the case and the amount of completed passes before breakage cannot be determined. Follow-up investigation: each needle broke on the first attempt at firing. Scorpion jaws were securely clamped on the tissue during suture passing. The needle did not hit bone or the inside of the cannula. No x-rays are available.

Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.